Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #l91n6c. Additional information received: was the bleeding from an area were the harmonic sngcb device was used?---yes, the device was used for the bleeding area. Was the sngcb used to control the bleeding that occurred? Or was the sngcb cause the bleeding?---the bleeding occurred from the vessel that had been sealed by the sngcb, and an electrical scalpel, a laser and hemostatic material made of collagen were used to stop bleeding. What other instruments were used during the surgery?---no information. Was the bleeding anticipated for this type of procedure?---no information. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. ---no information. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. ---no information. Does the patient has a known coagulation disorder? ---no information. Has the patient taken any steroids? ---no information. What was the total blood loss? ---about 1200cc. What was the patient¿s pre-op hemoglobin and hematocrit? ---no information. What was the patient¿s post operative hemoglobin and hematocrit? ---no information. What is the current patient condition? ---the patient was discharged at (B)(6).

Event description:
It was reported that during a conization with foot switch, 1200cc amount of bleeding occurred from uterine cervix. An electrical scalpel, a laser and hemostatic material made of collagen were used to stop bleeding. A competitive device was used to complete the case. The hospitalization is longer than expected, for a day. The patient is stable now. The blood transfusion was not needed.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.